Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the needle detached from the suture. The problem occurred before suturing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the needle detached from the suture. The problem occurred before suturing. Another suture was used to complete the case. There was no patient involvement.